Manufacturer narrative:
One device was returned for analysis. Found the downstream occlusion (dso) seal was delaminated, the upstream occlusion seal was buckled, and fluid entered the pump. Replaced seals, and updated software. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) sensor calibration. Performed performance verification tests (pvt). Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
One device was returned for analysis. Investigation found delaminated downstream occlusion (dso) seal. Also noted the upstream occlusion (uso) seal was buckled and fluid entered the pump. There was no reported patient involvement.